Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The in situ implant has performed as intended; there is no alleged failure of the device.

Event description:
The surgeon has advised that the in situ distal femur jts implant had reached its intended maximum extension, and requires revision. The revision procedure is provisionally planned for (B)(6) 2016.